Event description:
A malfunction was reported with a pump, identified by a malfunction code ¿malf 1,¿ which could not be reset. The customer did not experience their blood glucose level exceeding 500 mg/dl, and it remained within a normal range. Technical support arranged to send a replacement pump to the customer, advised them on storage mode procedure, and instructed them to return the faulty pump within 10 days using a provided return box and label.